Event description:
It was later reported that error code 254 was again observed at a follow-up visit. Troubleshooting was performed by swiping the wand over the generator, interrogating the device, and attempting to run a system diagnostic; these steps were attempted multiple times. Low output current was noted, and a generator reset was performed. Following the reset, error code 254 persisted. Although the device was able to be interrogated, the system diagnostic could not be completed. It was also reported that when the magnet was swiped approximately two weeks ago, the patient stated that seizures began to recur. Device data was received and reviewed. The data indicates that the reedswitch likely became unstuck and then stuck again. No other relevant information has been received to date.

Event description:
It was later reported that per the physician, no issues were seen with the device in last appointment. The email contained a blurry session report picture of the tablet but showed output status, lead impedance, and battery as good. Reed switchwitch malfunction was seen. The switch likely became unstuck at some point in time. This continue will continue to capture reedswitch malfunction. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with low output current and increase in seizure. Tablet data was received and reviewed. Based on tablet data, the reed switch is likely malfunctioning. No other relevant information has been received to date.

Event description:
Additional information received. The physician stated that the increase in seizure reported was above vns baseline levels. No other relevant information has been received to date.